Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). Complaint conclusion it was reported a 6/7f mynxgrip vascular closure device (vcd) could not cross the vessel. There was no reported patient injury. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. The device was received with the green shuttle engaged to the black handle. The sealant and advancer tube were not returned. A kink observed in the catheter shaft which may have been caused by handling and packaging post procedure for device returning. No other anomalies were observed. The involved procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have caused the obstruction could not be made. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion and withdrawal tests on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. The balloon was inflated with water and pressure was maintained. Review of lot f1635101 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the investigation performed, the reported failure as inability to advance in sheath could not be confirmed. The condition of the returned device indicates a complete deployment of the sealant. The balloon and the shuttle of the received device performed as intended per the mynx instructions for use (IFU). As per the instructions for use, ¿grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy .while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the reported information and without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
It was reported a 6/7f mynxgrip vascular closure device (vcd) could not cross the vessel. There was no reported patient injury. The product is available for return.